Manufacturer narrative:
Correction: h6 (ime). Additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on day two postoperatively laparoscopic sleeve gastrectomy, the patient was noted to be unwell. An ultrasound confirmed the presence of the hematoma measuring approximately 200 milliliters, located on the omentum edge around the second firing. No blood transfusion was required. The patient was transferred from private hospital to public hospital. The bleeding had stopped, additional surgery was performed to remove the hematoma, resulting in a two-day extension of the hospital stay. The patient was subsequently discharged and reported to be well. The customer noted that there were no issues with sealing at the time of the procedure.